Event description:
It was reported that the right atrial lead had a history of noise which resulted in pacing inhibition, at times. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.